Manufacturer narrative:
Upon visual inspection of the returned unit, the reported condition was confirmed to be related to tip breakage. The metal electrode had broken off from the probe¿s distal end. Pronounced marks and damage was observed on the black insulation. In addition, the probe¿s wand was notably bent. The ceramic tip also presented some scrape marks. The unit was connected to an energy console. A p2 error code was observed. A p2 error corresponds to a "probe expired error" - the time since the first activations of the current probe has exceeded 24 hours. A p2 error code is expected (normal) to be obtained when connecting the probe after 24 hours of being activated for the first time. Review of the device history record of the subject part and lot number disclosed no manufacturing issues that could be related to the reported failure condition. Probable root causes for the reported condition can be associated, but not limited to: component issue, improper assembly and/or misuse. In sum, the product was returned for investigation and the reported failure mode was confirmed. The failure mode will be monitored for future reoccurrence.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Event description:
It was reported that during a procedure, the tip of the device broke off. The tip was removed from the patient and the procedure was completed successfully with a 5 minute delay.

Event description:
It was reported that during a procedure, the tip of the device broke off. The tip was removed from the patient and the procedure was completed successfully with a 5 minute delay.